Manufacturer narrative:
Additional information was received on (B)(6) 2025. It was reported that the patient was a persistent atrial fibrillation patient and vizigo was used as the sheath. As such, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a varipulse¿ bi-directional catheter and post procedure, when the physician removed the varipulse catheter from the body, and started cleaning the catheter with his hands, the physician noticed that there was char-like substance flaking from the electrodes. The reporter stated that there were 47 applications. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 24-dec-2024, additional information was received which indicated that the physician expressed concern about the amount of char-like substance and is concerned for patient safety. Therefore, the event was re-assessed as MDR reportable with an awareness date of 24-dec-2024. Additional information was received, and it was indicated that the char-like substance was located on the rings of the electrodes. Per the physician, it seems to be coagulating around the crimp of the electrodes. There was no error message presented on the system and no issues related to temperature and flow on the catheter. The patient anticoagulated maintained at above 350. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Heparinized normal saline was used as the irrigation fluid. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation by research and development team site in irvine, ca. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and trupulse generator, and it was recognized and visualized correctly. Then, an ablation cycle was performed, and the device was found as working correctly. No impedance issues were observed. A manufacturing record evaluation was performed for the finished device 31487313l number, and no internal actions related to the reported complaint condition were identified. The visualization issue reported by the customer cannot be confirmed; however, per the evidence provided by the customer, the char and thrombus reported were confirmed. The potential cause of the char and thrombus cannot be determined. As the catheter was tested and passed all the specifications. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a varipulse¿ bi-directional catheter and post procedure, when the physician removed the varipulse catheter from the body, and started cleaning the catheter with his hands, the physician noticed that there was char-like substance flaking from the electrodes. The reporter stated that there were 47 applications. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 24-dec-2024, additional information was received which indicated that the physician expressed concern about the amount of char-like substance and is concerned for patient safety. Therefore, the event was re-assessed as MDR reportable with an awareness date of 24-dec-2024. Additional information was received, and it was indicated that the char-like substance was located on the rings of the electrodes. Per the physician, it seems to be coagulating around the crimp of the electrodes. There was no error message presented on the system and no issues related to temperature and flow on the catheter. The patient anticoagulated maintained at above 350. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Heparinized normal saline was used as the irrigation fluid.